Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of (B)(4). The reported "door jammed" alarms was confirmed through an event history log review. The cause was undetermined. If any additional information is received, a follow-up report will be sent. The upper auxiliary sub-assembly was replaced.

Event description:
During the eval of a returned spectrum infusion pump, 6 occurrences of "door jammed" alarm were identified in the event history log. There was no pt injury or medical intervention required since these items were found during the eval of the device.